Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for tina-quant iga gen.2 (iga2) on a cobas 8000 c 502 module. The initial result was < 27 mg/dl accompanied by a <test invalidating data flag. The instrument repeated the sample with increase and the result was allegedly 26 mg/dl accompanied by a >test invalidating data flag. Attempts were made to clarify the flag that accompanied the result of 26 mg/dl, however, the customer declined to provide any additional information. As no further data was provided, it is not clear how this result was flagged. The customer reported a result of 26 mg/dl with a > test flag outside of the laboratory. The customer noted that this result did not make sense and the sample was repeated. The repeat result was 231 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The iga2 reagent lot number and expiration date were not provided. The customer stated calibration and qc were acceptable. The field service engineer (fse) identified a sample imprecision issue. The fse replaced the syringe mechanism and verified the instrument by performing fluidic primes, qc, and precision testing. The service actions resolved the issue.